Event description:
Magnesium sulfate 2 grams programmed into pump to run over 2 hours. Pump was incorrectly distributing medication at the incorrect rate. Medication was infusing too quickly. Noticed pump within 5 minutes. Several attempts were made to reprogram the pump, new tubing used and new channel. Nothing worked. Sent pump to biomed.